Event description:
Subsequent to the previously filed report, additional information was received: minimal force was used to retract the clip, and the clip was able to be freed from the chordae. However, it was observed that a chord had torn. The clip was then successfully deployed on both leaflets, reducing tr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip was inserted and deployed on the tricuspid valve. A second triclip, a triclip xt was inserted, and grasping was performed. However, after a few attempts to grasp the septal leaflet and lateral leaflet, and while retracting the clip back into the right atrium (ra), a torn chord was observed. The clip was then successfully implanted on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.